Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that he feels well and requires no medical attention. The customer's expected blood result is 280-350mg/dl fasting. Verified the strips expire 11/17/2017. Customer confirms the strips have been properly stored and were first opened 2 months ago. Reviewed meter memory: 1:455mg/dl (B)(6) 2016 07:24:00 pm fasting:yes; 2:314mg/dl (B)(6) 2016 11:13:00 pm fasting:yes; 3:103mg/dl (B)(6) 2016 03:36:00 pm fasting:yes; 4:554mg/dl (B)(6) 2016 09:36:00 pm fasting:yes; 5:hi (B)(6) 2016 11:39:00 am fasting:yes. Customer is concern with the hi blood results that are in the memory hi on (B)(6) 2016 at 11:39am. Customer states that he meter will not work the only give high blood results. Customer states that he has been a diabetic for two years now and he knows that his glucose range usually runs high but not that high over 600. Customer states that he is still trying to work on controlling his diabetes and he has been getting the high blood results since last month.